Manufacturer narrative:
Follow-up #1: date of submission 09/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/20/2015 with the following findings: the keypad cover is intact. All keypad buttons respond normally. Moisture is observed under display. A step failed due to case seal leak, pump case removed and further internal moisture damage was found. The keypad cover removed and no contamination was found under contacts. The original complaint was not duplicated. Investigation completed with returned battery cap. The display is distorted due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.